Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 157 mmol/l, and the repeated result was 145 mmol/l. The repeated result was believed to be correct.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The field service representative replaced the electrodes and a broken spring from the sample probe. He performed checks and tests with acceptable results.